Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's cervical lead was autoreducing due to high impedances. It was noted the issue began after the patient had a fall. The patient was reprogrammed and later underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.